Event description:
On (B)(6) 2012 the reporter, the patient's wife, contacted animas to report the pump's time was incorrect by almost two hours. The date was determined to be correct. The patient reported that the pump date/time did not reset after a battery replacement. The patient was unable to complete any troubleshooting at the time of this call. The issue was not resolved. There was no patient injury associated with this issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.